Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is displaying "high" indicating that the pt may have high blood glucose level, exceeding 600 mg/dl. The pt claimed that after she obtained a "high reading" on the subject in 2007, she increased her novolog insulin to 10 units, and sought medical attn from the ER. Upon arrival, the pt was reportedly tested on a hosp meter at "lo (less than 20 mg/dl)." The pt was given IV glucose. The pt reportedly did not have any symptoms before, during or after the reported issue began. During troubleshooting, the customer care advocate verified that the test strips were in good condition and within the discard date. The prod issue was not resolved with training. This complaint is being reported because the pt claimed that she rec'd treatment that was suggestive of hypoglycemia after she took insulin per the lfs elevated meter reading. Replacement prods were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs prod for eval, but has not yet rec'd them. If the lfs prod is returned, lifescan will evaluate them and, if the lfs prod does not pass inspection, lifescan will inform FDA of the results in a supplemental report.